Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that during the implant of this 29 mm transcatheter bioprosthetic valve, the valve dislodged into the left ventricle. Radial and femoral snares were used to reposition the valve into the ascending aorta. An attempt was made to implant a larger 31 mm valve, but the valve dislodged from the annulus. The device remained attached to the delivery catheter system (dcs) and was recaptured. During withdrawal of the 31 mm valve from the patient, the 29 mm valve was moved and left implanted in the descending aorta. It was reported that due to artifact on the computed tomography angiography, the annulus many have been larger than what was measured. An additional device was not implanted. No other adverse patient effects were reported.

Manufacturer narrative:
Without an angiogram cine for review, we are unable to determine the specific cause for this event, however, in this case it was reported that a larger valve was attempted to be implanted after this 29mm valve, so the sizing of the valve to the patient's anatomy may have played a role in this report of dislodgement. In addition, it was reported that due to artifact on the computed tomography angiography, the annulus many have been larger than what was measured; this information further indicates that the dislodgement may have occurred due to inadequate sizing of the valve in relation to the patient's anatomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.